Event description:
It was reported that the remote home monitoring system issued an alert for low out of range shock impedance measurements of 0 ohms for the implantable cardioverter defibrillator (ICD). The clinic contacted boston scientific technical services (ts) who discussed that 0 ohms can indicate electromagnetic interference (emi). Ts suggested reaching out to the patient to see if an emi source could be identified. The patient was currently in a different state. Ts discussed that follow-up is urgent as if we cannot determine an appropriate follow-up value, device functionality cannot be guaranteed. The clinician would follow-up with the patient. No further information is available at this time. The ICD remains in service and no adverse patient effects were reported.